Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. Following the procedure, the patient reported the device eroded, too tight, too high. The patient experienced severe pain and disability. No additional information was provided.